Manufacturer narrative:
Evaluated one open and used reservoir (transfer guard not returned). Using a new lab transfer guard; performed pre-fill test to reservoirs.. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubble. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.